Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade (CT) requiring pericardiocentesis. It was reported that there was a suspicion of tamponade and drainage on a patient during the procedure. This occurred after ablation and external electric shock. The patient improved after drainage. Additional information was received on (B)(6) 2022. It was reported that the patient outcome is unknown. It is also unknown if the patient required extended hospitalization because of the adverse event. The physician¿s opinion on the cause of the adverse event is that it is patient condition related. A transseptal puncture was performed with a an abbott brk needle. Prior to noticing the CT, ablation was performed and there was no evidence of a steam pop. The event occurred at the end of the procedure. A irrigated catheter was used in the event and the flow setting was 8:15. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on the biosense webster equipment during the procedure. Force visualization features used were: graph, dashboard, vector & visitag. The visitag module parameters for stability were: 3mm, 3sec, 3g 25% of the time, size 3, with no additional filter used. Color options used prospectively was ablation index. The electric shock was a cardioversion.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30620735l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).